Event description:
This pt was enrolled on the (B)(4) clinical trial and was randomized to the bare platinum treatment arm. The pt had a sidewall aneurysm located on the left superior hypophyseal internal carotid artery. The pt underwent endovascular coiling on (B)(6) 2013. Six days after the procedure, the pt was admitted to another hosp for 3 days and was diagnosed with acute pyelonephritis, dehydration, and gram negative sepsis. The pt received IV levaquin and IV fluids for 14 days. The pt recovered on (B)(6) 2013. This event is an anticipated serious adverse event.

Event description:
Add'l info rec'd from rptr on (B)(6) 2013: was the coil deployed successfully: yes. Reporting interval: other. If other, specify: after 3-28 day visit but before the 3 month f/u. Date of adverse event onset (best estimate if exact date is unk: (B)(6) 2013. Date site became aware of event: (B)(6) 2013. Event diagnosis: hospitalization due to vertigo, nausea, unsteady gait. Code: none. Brief narrative: pt hospitalized to rule out stroke. MRI and mra were done and remain unchanged. Cerebral angiogram done which shows mild stenosis at proximal end of the right vertebral stent. An ae can be an unfavorable and/or unintended sign (including an abnormal laboratory finding), symptom or disease, temporary or permanent which is related to the procedure. If hospitalization, discharge date: (B)(6) 2013.